Manufacturer narrative:
(B)(4). Approximate age of device - 3.5 months. The device remains in use supporting the patient. A correlation between the device and the reported hemolysis and hematuria could not be conclusively determined. The instructions for use list hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 due to hematuria, a lactate dehydrogenase level of 1911 u/l, and elevated liver function tests. The patient was started on a bivalirudin infusion. It was reported that by an unspecified later date, the patient's condition had improved with the bivalirudin infusion. The patient's lactate dehydrogenase levels dropped to a much lower level. The patient was discharged home and is being closely monitored.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2016 due to "pump clot." The device is to be returned to the manufacturer upon release from the hospital''s pathology department. No log files were retrieved.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information:it was reported that the device was lost in transit and could not be returned for evaluation.